Event description:
Sleeping problems, depression, headaches, short-term memory problems, bladder infections, colitis, night sweats, aching, numbness, tingling arm, dry eyes, mouth, vagina, arthritis symptoms chest, shoulders and fingers, fatigue, joint swelling, pain, stiffness of feet, muscle fatigue, allergies, swelling of hands and fingers, breasts tender and painful, general aching/stiffness, hair loss, coldness and pain of extremities, visible implant wrinkles, can't sleep on stomach due to pain, ruptured implants, polymyalgias, polyarthralgias, poor sleep, finger tingling and numbness, loss of balance, raynaud's, irritability, moodiness.